Event description:
A clinical manager reported to (B)(6) via fax that an employee experienced itchy skin, rash, and hives on both arms while wearing these gowns. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).